Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there had been multiple insertion issues with foley catheter. Per additional information received via email on 18jul2025, it was reported that the foley catheter inserted and inflated with 5ml sterile water of the balloon per manufacturer instruction. The foley catheter removed per surgical team. Foley catheter balloon deflated and removed 5ml of sterile water. There as a resistance when trying to removed the catheter. Informed to doctor and they tried to remove herself and removed successfully. Assessed the ureteral orifice, redness and no bleeding noted. The foley catheter tip with he balloon formed a ring around the catheter. The customer brought a defective bard foley silicone catheter 10 fr. Bardex 165810. The catheter balloon does not fully deflate and forms a ring instead of collapsing against the sheath. It was reported that multiple nurses had experienced this with their patients but had not reported it. They cannot determine if other sizes of the catheters are also defective. The lots were identified lot#ngjw3356, ngghw2036, and ngju2172. Per additional information received via phone on 25jul2025, it was reported that type of catheter failure stanford was experiencing and unfortunately, the lot number for the catheter shown as unknown, as the product was discarded. However, stanford identified four affected lots: ngjw3356, nggz1490, nghw2036, and ngju2172. All four were removed from inventory and discarded, and no samples are available for testing or evaluation. Customer was unable to confirm the type of syringe used. The patient impacted on one incident, a nurse applied lubricant to assist with catheter removal, and a small amount of blood was observed at the urethral opening. In another incident (described in the attached photo), the surgical team removed the foley catheter. Upon assessment, the urethral orifice appeared red but showed no signs of bleeding. No medical intervention was reported.

Event description:
It was reported that there had been multiple insertion issues with foley catheter. Per additional information received via email on 18jul2025, it was reported that the foley catheter inserted and inflated with 5ml sterile water of the balloon per manufacturer instruction. The foley catheter removed per surgical team. Foley catheter balloon deflated and removed 5ml of sterile water. There as a resistance when trying to removed the catheter. Informed to doctor and they tried to remove herself and removed successfully. Assessed the ureteral orifice, redness and no bleeding noted. The foley catheter tip with he balloon formed a ring around the catheter. The customer brought a defective bard foley silicone catheter 10 fr. Bardex 165810. The catheter balloon does not fully deflate and forms a ring instead of collapsing against the sheath. It was reported that multiple nurses had experienced this with their patients but had not reported it. They cannot determine if other sizes of the catheters are also defective. The lots were identified lot#ngjw3356, ngghw2036, and ngju2172. Per additional information received via phone on 25jul2025, it was reported that type of catheter failure stanford was experiencing and unfortunately, the lot number for the catheter shown as unknown, as the product was discarded. However, stanford identified four affected lots: ngjw3356, nggz1490, nghw2036, and ngju2172. All four were removed from inventory and discarded, and no samples are available for testing or evaluation. Customer was unable to confirm the type of syringe used. The patient impacted on one incident, a nurse applied lubricant to assist with catheter removal, and a small amount of blood was observed at the urethral opening. In another incident (described in the attached photo), the surgical team removed the foley catheter. Upon assessment, the urethral orifice appeared red but showed no signs of bleeding. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Recommended inflation capacities 3cc balloon: use 5ml sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.